Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16761650, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 249168a, model/catalog description: artisan surgical ld 50cm 16 contact lead. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had developed an infection. The patient underwent an explant procedure.